Event description:
It was reported by service report that the push handle and cover were broken off with sharp edges exposed. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result - push handle.